Manufacturer narrative:
Based on the information provided to abbott and the images submitted, the occurrence of the reported event can be confirmed. The first image appears to show noise artefacts on all channels and a saturation of v1. The second image shows some valid ECG signals however the resolution and the noise appears to affect the signals such that they could be considered unreliable. The first video does not identify anything conclusive. The second video shows the secondary ECG data points I, ii, iii, avr, avl, avf as having a signal without the actual channels v1, v2, v3, v4, v5, or v6 being active. It was also noted that when the right leg (rl, n) is removed you are removing all grounding referencing away from all devices which noise can be a result. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the af + cryo ablation procedure, signal issues resulted in a procedural delay. When connecting the ECG cable from the surfacelink to the patient, the ECG was not seen on the mapping system. Troubleshooting included power cycling the system, changing the surfacelink and ECG leads, connecting the grounding cable and changing the ECG filters on the mapping system but the issue remained. Once the neutral (black) cable was disconnected form the patient, the ECG was visible but noisy due to the patient¿s movement and the operating table. The procedure was able to be completed with no adverse consequences to the patient. At the end of the procedure, after an electrical cardioversion, the ECG turned clear on the mapping system.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One ensite x amplifier (sn: (B)(6)) was received for evaluation. The field reported event was able to be duplicated by surface (ECG/navx) testing. A surflink test was performed and identified that ECG right arm was electrically open. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the surface card. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Device received for evaluation. This report includes an updated analysis.